Event description:
It was reported that an ems was used during a hernia repair. It was reported by the affiliate that only one staple delivered (feed). There was no consequence to the pt. 10/16/1998 message from affiliate. The case was completed using another instrument.